Event description:
It was reported that balloon rupture occurred. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the third inflation at 24 atmospheres for 1 minute, the balloon ruptured. The device was removed without any problem. The procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.